Event description:
The customer contacted baxter's technical service center to report a smell like burning rubber coming from the homechoice (hc) device during use, patient not connected. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of a burnt smell. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device was received in good condition. The external and internal visual inspection was performed and revealed no problems. No problems were encountered during an inspection of the subassemblies. A short test therapy was performed using the rite functional test parameters. The test therapy passed with no issues encountered. The reported issue was not confirmed. The assignable cause was undetermined. The device was sent for normal servicing. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A device history review was performed, revealing that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.